Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an error that occurred on (B)(6) 2015. There was no report injury or medical intervention. No additional patient or event information is available.